Event description:
It was reported by the patient that they were not feeling good and stated they had a heart attack nine months ago. The patient further stated a couple of weeks ago their arm had swollen up and was found to have two blood clots in their arm and shoulder. Per the patient, the implantable cardioverter defibrillator (ICD) did not do anything. The patient was hospitalized and was informed by the physician that the clots were potentially caused by the right ventricular (rv) lead. The patient also noted that they were in the hospital a month ago for a separate heart event and now they are on a bunch of heart medications. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: corrected b5- the description of the event problem was updated from " it was reported by the implantable cardioverter de fibrillator (ICD) patient that they were not feeling good. The patient experienced a heart attack and had two blood clots a couple weeks ago and was hospitalized. Per the patient the device did not do anything and was informed by the physician that the cords from the ICD may have caused the blood clots. It was further reported by the patient that they were in the hospital two or three weeks ago and had swollen up and had blood clots in the arm and shoulder.  Per the patient patient they were in the hospital a month ago for a separate heart event and nine months ago for heart attack. The patient was treated with heart medication. The device and lead remains in use. No further patient complications have been reported as a result of this event. To "it was further reported by the patient that they were not feeling good and stated they had a heart attack nine months ago. The patient further stated a couple of weeks ago their arm had swollen up and was found to have two blood clots in their arm and shoulder. Per the patient, the implantable cardioverter defibrillator (ICD) did not do anything. The patient was hospitalized and was informed by the physician that the clots were potentially caused by the right ventricular (rv) lead. The patient also noted that they were in the hospital a month ago for a separate heart event and now they are on a bunch of heart medications. The ICD and lead remain in use. No further patient complications have been reported as a result of this event." Corrected h6 annex e e0602 from to e061202 corrected h6 annex d from a24 to a27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the implantable cardioverter defibrillator (ICD) patient that they were not feeling good. The patient experienced a heart attack and had two blood clots a couple weeks ago and was hospitalized. Per the patients the device did not do anything and was informed by the physician that the cords from the ICD may have caused the blood clots. It was further reported by the patient that they were in the hospital two or three weeks ago and had swollen up and had blood clots in the arm and shoulder. Per the patient they were in the hospital a month ago for a separate heart event and nine months ago for heart attack. The patient was treated with heart medication. The device and lead remains in use. No further patient complications have been reported as a result of this event.